Event description:
It was reported by service report that the bed had no functions. It is unk if there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Cpu and potentiometer linkage assembly missing from bed.